Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with pyxis es. The customer reported that the user can get the medication from another station. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that epic was not communicating with the pyxis es server. A technical support specialist dialed into the server, ran a server downtime query, and confirmed that all processing times were current. The technical support specialist checked that all devices were no longer on critical override, ran a critical override history reason query, and found that there had been an inbound message down or delayed. The issue was then resolved. The system functioned as intended after the technical support specialist troubleshot the device.